Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 3.5mm, 90% stenosed, eccentric target lesion was located in a moderately tortuous mammary artery bypass. Angioplasty was performed on the trunk and bifurcation. A 3.5x20mm promus element stent was implanted covering the trunk and bifurcation. One stent sell was dilated with a 2.0mm balloon in order to cross the stent and reach the distal portion of the bifurcation branch. The 3.5x20mm promus element stent was advanced however was unable to cross the lesion due to the structure and tortuosity of the branch. The 3.5x20mm promus element stent was removed and another cell was crossed with another guide and dilated with a 2.5x20mm balloon. The procedure was completed with another 3.5x20mm promus element stent with acceptable result. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent was dislodged from the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination found that the stent was dislodged from the balloon and was not returned for analysis. The balloon appeared to have been inflated and deflated as it was not folded. The catheter was kinked throughout the full length. Several hypotube kinks and severe lumen kink of the proximal inner and outer at 202 mm from the distal tip were noted. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).